Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date.h3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that there has been an increasing trend of leaks caused by holes in the red cap or stopper. There was no patient involvement.